Manufacturer narrative:
The device was not returned to the MFR for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.

Event description:
It was reported that during a lumbar spinal procedure, the tip of a cutting bur broke off and fell into the surgical site. The device fragment was large enough for the surgeon to easily locate, and manually retrieve. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event. There was no pt or user injury reported, and no other adverse consequences alleged.